Event description:
It was reported that pump displayed malfunction alarm with code malf 0 with no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and storage mode education by email, and caller planned to perform pump reset independently and was advised to call back for further assistance, after which case was closed.